Event description:
It was reported that during follow-up, the lead exhibited unacceptable thresholds. The patient was asymptomatic and would continue to be monitored. On (B)(6) the patient was seen again and threshold configurations were stable but the physician suspected a micro dislodgement. The device was reprogrammed.